Manufacturer narrative:
Expiration date of product ID 8780, serial # (B)(4) is 2015-07-29 and the catheter was implanted on (B)(6) 2015. The catheter was purchased via pre-purchased and was distributed on 29-aug-2013. Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of lioresal (500 mcg/ml, 100mcg/day, lot # ds0092a) in an intrathecal baclofen (itb) pump for intractable spasticity and cerebral palsy. A pump memory error message was confirmed by telemetry (alarm not heard). The error occurred during update in the operating room and the pump went to stopped pump mode. It was reviewed electromagnetic interference (emi) or interrupted telemetry causes the pump to go into to stopped pump mode. The stopped pump was normal and was explained it could happen in the warning boxes on the update screen. The manufacturer representative was told the clinician programmer did not need to be returned. A different clinician programmer was used and the pump was successfully reprogrammed/updated (reinterrogated away from previous area). It was thought emi was the cause of the stopped pump mode. The patient was doing well with no issues.